Event description:
The trilogy evo ventilator was returned to the manufacturer service center for preventative maintenance. The device was not in use on a patient at the time of the occurrence. During the operational check, the ¿ventilator inoperative¿ alarm occurred. The technician confirmed an error code in relation to a communication failure between the display pca and the system pca, was recorded in the device event log. Inconclusion the device system and display board were replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, periodic maintenance 1 was performed. The following parts were replaced to prevent failure: air inlet foam filter, particulate filter. The technician performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. Software version was upgraded from 1.06.06.00 to 1.06.10.00.